Event description:
This male patient with a history of smoking and diabetes (orally controlled) was admitted for coronary evaluation due to acute myocardial infarction (mi). Pre-procedural cardiac enzymes were elevated (ck and ck-mb = 2 x uln, troponin = 5.7 x uln). The patient was not on any known cardiac medications prior to hospitalization. Angiography revealed a 95%, 10mm, irregular, eccentric, b2 type lesion in the mid left anterior descending artery (lad). Plavix, aspirin, heparin and gpiibiiia inhibitors were administered. The vessel was 3.0mm in diameter and there was timi ii flow through the vessel. The lesion was pre-dilated with a 2.5 x 12mm balloon inflated to 9 atms. A 3.0 x 18mm cypher stent was deployed to 12 atms with satisfactory results. Residual stenosis was approximately 20% with timi iii flow through the vessel. The stent was not post dilated. The patient was discharged after 5 days with no complaints of angina and with orders for daily administration of aspirin, plavix (6 months duration), statins, beta-blockers, and ace inhibitors. At one-month, six-month, and eight-month follow-ups, the patient denied cardiac symptoms and was reported to be compliant with cardiac medications as prescribed. Two years post index procedure, the patient was admitted for a re-pci. No additional information is available or forthcoming at this time.

Manufacturer narrative:
European distributed cypher is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.